Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of system shuts down after about ten minutes when running on battery power and the display's battery indicator shows battery is still at 90% charge was confirmed. The scanner was charged to 100%, when the ac adaptor was removed the scanner ran on battery power for approximately 45 minutes. The root cause is an internal failure in the lithium-ion battery. The review of the DHR, sub-assembly DHR, sub-assembly manufacturing, component records, manufacturing process changes, mrr/mrb, and internal rejects showed that the reported issue is not likely related to a manufacturing issue. No other functionality issues with the equipment were found during evaluation/servicing. The device was serviced, tested, and returned to the customer. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Biomed reported system shuts down after about ten minutes when running on battery power and the display's battery indicator shows batter is still at 90% charge.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Biomed reported system shuts down after about ten minutes when running on battery power and the display's battery indicator shows batter is still at 90% charge.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of system shuts down after about ten minutes when running on battery power and the display's battery indicator shows battery is still at 90% charge was confirmed. The scanner was charged to 100%, when the ac adaptor was removed the scanner ran on battery power for approximately 45 minutes. The root cause is an internal failure in the lithium-ion battery. The review of the DHR, sub-assembly DHR, sub-assembly manufacturing, component records, manufacturing process changes, mrr/mrb, and internal rejects showed that the reported issue is not likely related to a manufacturing issue. No other functionality issues with the equipment were found during evaluation/servicing. The device was serviced, tested, and returned to the customer. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Biomed reported system shuts down after about ten minutes when running on battery power and the display's battery indicator shows batter is still at 90% charge.